Manufacturer narrative:
A sample device was not returned for analysis. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following a cataract surgery with intraocular lens (iol) implant procedure, granular things were observed inside an iol after surgery. When the iol was observed, innumerable white dot-like turbidity was noted. When observed through the slit, posterior capsule opacification was noted. The surgery was completed without product replacement.

Manufacturer narrative:
Global quality customer affairs reviewed the provided photos. The three photographs appear to represent the same eye. The photos depict a posterior chamber iol with a green colored wispy opacity evident in the center of the iol. Multiple small grey to white colored dots are also visible in the same area of and surrounding the wispy area. The product investigation could not identify a root cause for the reported complaint. The lens remains implanted. Based exclusively on characteristics of the photographic findings. The precise location of the wispy opacity and gray to white colored dots cannot be determined relative to the posterior lens capsule and/or associated iol. The specific identity of the wispy opacity and gray to white colored dots cannot be determined conclusively, but may represent posterior lens capsule opacification and glistenings within the associated iol respectively. Information was provide that a yag was done for the pco. No further information was provided. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and stated that yag laser procedure has been completed.